Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left circumflex artery. A pressurewire x and a 6fr guiding catheter were used. The target lesion was pre-dilated with an unspecified balloon dilatation catheter and an unknown xience stent was implanted. However, when attempting to withdraw the xience stent delivery system (sds); the sds was stuck on the pressurewire x system. The devices were removed together. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected catalog # from unk to 1125225-28. The device was returned for analysis. The reported difficulty to remove the device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported resistance with the guide wire appears to be related to circumstances of the procedure as it is likely the guide wire coils became damaged during advancement, thus resulting in resistance during retraction of the stent delivery system. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the device is a 2.25x28 mm xience alpine sds. The guide wire is a 0.014 inch pressurewire x. There was no clinically significant delay during the procedure. No additional information was provided.